Event description:
Consumer complaint of high blood results. Customer normally is 84-105mg/dl. Based on parkes error grid analysis, the bias between the highest result given (180) and the normal result (84) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.